Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a field service engineer confirmed the reported event was intermittent on the g8 instrument. The fse was not able to reproduce the issue. The fse adjusted the retention time, ran quality controls, and patient samples without any issues. No further action was required by the fse. The g8 instrument was performing within specifications. The g8 instrument, serial number (B)(6), was installed at the account on 05-oct-2017. A complaint and service history review for similar complaints was performed from 05-oct-2017 through aware date 01-nov-2017. There were no other similar complaints identified during the searched period. A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The g8 variant analysis mode operator's manual under chapter 1 introduction and applications states the following: controls should be diluted with hsi hemolysis & wash solution to obtain an optimal total area (ta) in the range of 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. Total area: dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. The most probable cause of the reported event could not be determined. Fse dispatched date is incorrect. The correct date is 01-nov-2017. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
N/a

Manufacturer narrative:
(B)(4), per exemption number e2017013. Device evaluation by manufacturer: conclusion is not yet available; investigation is in-process. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: conclusion is not yet available; investigation is in-process.

Event description:
On (B)(6) 2017 a customer reported getting low and high total area on quality controls and patient samples g8 instrument. The customer was unable to run patient samples on hemoglobin a1c (hba1c). On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.